Event description:
The advanced flow pump went into vacuum mode with no infusion when switching from segment removal to epinucleus mode causing the eye to flatten and the capsule to break. A vitrectomy was performed and the procedure was completed with no further problems.